Event description:
Customer reported blood glucose results of 25 mg/dl and 159 mg/dl within 10 mins on the advantage system. Customer reported symptoms for which she self-treated. No adverse event reported in conjunction with this incident. Strips not available for return, replacement system sent.